Event description:
A spouse reported that a patient was diagnosed with peritonitis, organism unk, during a peritoneal dialysis clinic visit on (B)(6) 2015. On (B)(6) 2015, the patient was prescribed antibiotic therapy; drug name, dose, route, and frequency unk, via intraperitoneal route. This spouse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. No peritoneal dialysis were missed and there was no reportable device malfunction. As of (B)(6) 2015, the patient continues to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues, the patient completed their prescribed antibiotic therapy for peritonitis, and the patient's signs and symptoms of peritonitis have resolved.

Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.